Event description:
Information was received regarding a cadd cassette reservoir. It was reported that when patient went to change the cannister for floran, the floran cannister couldn't be entered into the cassette. Patient replaced it with another cannister that worked just fine. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.